Manufacturer narrative:
Follow-up # 1 date of submission 02/11/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/27/2014 with the following findings:during testing, the pump powered on and the display was blank. The pump case was opened and no damage or cracks were observed on the display screen. A test display was inserted and found to function properly. Unrelated to the complaint, evaluation revealed that there was a crack in the battery compartment threading.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display would occasionally go blank. It was noted that the display would return to normal after some time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.